Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 500 mg/dl. Customer stated that insulin pump was not delivering and bent cannula for sets. No further patient complications were reported. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.